Event description:
Rn from a user facility reported the discrepancy of an inform system blood glucose result of 213 mg/dl, lab result of 71 mg/dl within 10 minutes; another discrepancy of an inform system blood glucose result of 220 mg/dl, lab result of 54 mg/dl within 10 minutes. Customer reported no patient symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.